Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose (bg) level ranged from 200-500mg/dl. The customer changed their pump supplies multiple times in order to resolve the occlusion alarms.